Event description:
In 2009, the pt reported an elevated blood glucose reading of 134 mg/dl at 6am. She stated that she discovered her insulin infusion set tubing had come "undone" from her infusion device cartridge. No other details were given. She stated she changed her insulin cartridge, tubing and headset. The pt did not require assistance from a healthcare professional or second party to address issue. No product was available to be returned for evaluation.

Manufacturer narrative:
Unk.